Event description:
It is reported that the pt has a nickel allergy.

Manufacturer narrative:
Eval summary: a review of the package inserts for the femoral and tibial components indicates metal sensitivity as a potential adverse effect. Based on a review of the complaint info and available info a definitive cause for the reported condition cannot be determined. However, the complaint may be reopened upon receipt of additional substantive info. Eval; the device history records were reviewed and found conforming; indicating the devices were manufactured, inspected and packaged to specifications.